Manufacturer narrative:
Additional information received reported that the valiant stent graft used was an ide device and was used on a compassionate basis. Block 24-off-label, unapproved or contraindicated use (ide device, compassionate use). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Journal article details; title: minimally invasive endovascular repair of ascending thoracic aortic aneurysm with use of local anesthesia and conscious sedation authors: abdelkader almanfi, md, facc; zvonimir krajcer, md, facc texas heart institute journal ¿ april 2019, vol. 46, no. 2 doi: https://doi.org/10.14503/thij-17-6558. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular repair of an enlarging saccular aneurysm of the ascending thoracic aorta. The aneurysm originated approximately 3 cm from the origin of the left coronary artery and ended 3 cm from the origin of the brachiocephalic artery. Upon presentation, the patient had an s4 gallop and a grade 2/6 aortic insufficiency murmur. It was reported that a 22f medtronic sheath was placed in the right femoral artery and the 44 x 80 mm valiant stent graft was advanced to the ascending aorta. After angiographic imaging with use of a pigtail catheter, ventricular pacing was induced at a rate of 180 beats/min and the stent graft was deployed. The rapid pacing was intended to reduce cardiac output and to minimize pulsatility and movement of the endograft during deployment. The operator took care to keep distance between the stent-graft and the coronary artery ostia and brachiocephalic artery. However, after deployment angiograms showed substantial endograft foreshortening and a small endoleak. Another 44 × 80-mm valiant stent graft was then deployed in the ascending aorta as treatment, and a completion angiogram then confirmed exclusion of the aneurysm and showed patent brachiocephalic and coronary arteries. No additional clinical sequelae were reported, and the patient is fine.